Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0r54t, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that she had some minor pain with urination and she had a urinary tract infection (uti) shortly after implant. This occurred after (B)(6) 2015; at the end of (B)(6). She had a uti several times since then, so they did a "scope" on (B)(6) 2015 and decided to put her on even stronger antibiotics. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.